Event description:
It was reported that the patient began the trial yesterday, but the setup of the lead and screener was not set up like he saw it in the dvd and it was not convenient for him. He was upset about it, worrying that he would pull the lead out because it was hanging down, loose, and the velcro for the screener was not holding with the velcro so he had to binder it up and his wife had to keep re-taping the lead wire. He had to keep the device in a shirt pocket and the lead was not secured properly. He was also sitting on the lead wire and it would get caught on the handle bars when he would try to use his knee walker. It kept getting caught on things and it had dropped 3-4 times already and his wife had to keep trying to care of it for him. The patient believed it was set up wrong but a manufacturing representative told him that was how it was supposed to be done. The patient tried disconnecting the external neurostimulator and lost connectivity when doing that, so he reconnected them. It was noted that when he would raise his arms up or when he would lean on his knee walker, the stimulation would increase dramatically. If he would rest his arms on his chest the stimulation would decrease. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).